Event description:
Pump experienced a reported malfunction, specifically displaying malfunction code malf 5, and was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to use a backup manual insulin delivery method and was provided instructions for storage mode for the pump. Technical support initiated a replacement pump shipment, instructing the customer to return both the malfunctioning pump and another exchange unit within 10 days to avoid potential charges.